Event description:
It was reported that the 2800 system had a filmer alignment error and the table needed calibration. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The table and filmer were calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.